Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the catheter (subject device) kinked and was very difficult to retrieve causing the partially deployed stent to dislodge in the patient which resulted in a stroke. No further information is available.

Event description:
It was reported that during the procedure, the catheter (subject device) kinked and was very difficult to retrieve causing the partially deployed stent to dislodge in the patient which resulted in a stroke. No further information is available.

Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, patient stroke observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to "patient stroke". While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to 'device interaction with another device', 'catheter kinked/bent' and 'catheter shaft difficulty removing/withdrawing'.